Event description:
I received the nuvasive pcm cervical disc system. My initial complaint was slight numbing of the hands at night. After surgery, numbness did not go away but worsened and accompanied by various other chronic symptoms. I was rear ended in a car accident in which I received care for. The neurosurgeon that I saw spoke to me in depth about the implant coming in 2 sizes. I had the smallest one which was too large and that was the issue from my pain. He went over an MRI measuring spaces in my spine in disbelief of how the surgeon (dr (B)(6)) got the implant in my spine. He commented that this was not an issue that he could fix but suggested I find someone that could correct it or choose a spinal cord stimulator to block my pain. I declined the offer due to the risks. I have been hospitalized for symptoms including numbness in my arms, hands, tongue and face, extreme pressure in my cranium and eyes when laying down thus progressed to me not able to sleep at night, extreme nausea, pain in my neck, shoulders, arms, and between and under my shoulders. I experience ringing in my ears constantly. I suffer every moment of the day. I am (B)(6) y/o and everyday having this implant, my quality of life has been stripped from me. I am willing to give what ever records to evaluate this situation. No one else should have to endure this level of pain for a device that should help people. Chronic pain. I have various records that I can submit when needed. FDA safety report ID# (B)(4).